Event description:
The pt reported that she was experiencing high blood glucose readings (283 mg/dl). Her normal range is 90-110 mg/dl. She did not report any symptoms associated with the elevated blood glucose values. The pt stated when she obtained the elevated blood glucose values, she changed her site and noticed that the introducer needle was possibly bent on the infusion device. She reported that she administered a bolus to reduce her blood glucose values. The patient was using expired infusion sets at the time of the event. No medical assistance was required. Product was requested to be returned for evaluation.